Event description:
Boston scientific crm received information indicating that this left ventricular (lv) lead exhibited an increase in pacing impedance measurement from 1600 ohms to greater than 2000 ohms. Technical services (ts) indicated it could be the beginning of an insulation breach or lead fracture and recommended performance isometrics and pocket manipulation as well as an x-ray to confirm lead integrity. No adverse patient effects were reported. Additional information indicated the lv lead was turned off and the patient seems stable without crt pacing.